Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this occur while firing the stapler? Or, did this occur while loading the cartridge into the stapler jaws? Or, did this occur while removing the cartridge reload from the packaging? Did any pieces fall into he patient? If yes, were all pieces retrieved from the patient? Will the small pieces be returned with the device? Did the silver pan/tray remain intact with the cartridge? Or, did the silver pan/tray separate from the plastic cartridge deck?

Event description:
It was reported that during a sleeve gastrectomy, a green load gst60g when they went to use it there were loose white pieces "like little plastics pieces". Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/27/2020. H11. Corrected data: h1. Type of reportable event: not reportable. Additional information was requested and the following was obtained: can you please provide more details? Did this occur while firing the stapler? No. When they opened the reload, they noticed several white pieces were loose in the reload packaging. Or, did this occur while loading the cartridge into the stapler jaws? Or, did this occur while removing the cartridge reload from the packaging? Yes, as explained above. Did any pieces fall into he patient? No. If yes, were all pieces retrieved from the patient? N/a will the small pieces be returned with the device? Yes...most did the silver pan/tray remain intact with the cartridge? Yes. Or, did the silver pan/tray separate from the plastic cartridge deck? No. Upon review of the information provided that the reported issue was discovered upon opening the reload from the packaging and did not occur during device firing/use in the patient, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.